Event description:
It was reported that the implantable pulse generator (ipg) device had gone to elective replacement indicator (eri) early. However, the device experienced an electrical reset due to a ram parity error. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the implantable pulse generator (ipg) device had gone to elective replacement indicator (eri) early. However the device experienced an electrical reset due to a ram parity error. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed that on (B)(6) 2011 a critical ram parity error occurred in address (B)(4). This power on reset (por) type is considered low as device should be able to fully recover after reset. There were no battery voltage anomalies found and the device was not at elective replacement indicator (eri). As of (B)(6) 2011, the battery voltage was 2.97 v.